Manufacturer narrative:
Approximate age of device - 4 years, 11 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was seen in the clinic after the lvad system produced a cell module alarm in the middle of the night on (B)(6) 2017. It was reported that the patient thought it was a low battery alarm and attempted to change to from the power module to external battery power. The patient struggled with the connections and momentarily passed out. The spouse was able to connect the lvad system to power and the patient immediately regained consciousness. At this time, the system controller cell battery was changed, and the alarm resolved. The patient stabilized, and connected the system controller to the power module without additional alarms. The patient presented to clinic the following day to obtain another battery and have a device interrogation. A log file analysis by the manufacturer¿s technical service representative confirmed a pump stoppage that occurred when the system controller was disconnected from external power sources. No additional information was provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. Review of the submitted system controller log file confirmed the reported total loss of power to the system controller resulting in a pump stoppage. Low speed advisory/hazard and low flow hazard alarms were recorded in the log file with the pump speed, power, and estimated pump flow values recorded at 0. A time stamp reset to 0 days, 0 hours, and 0 minutes was also recorded in the log file, indicating a complete loss of power to the system controller. The recorded data indicated that the system controller was connected to the power module prior to the total loss of power. Following the pump stoppage and restoration of power to the system, the pump resumed operation at the fixed speed with baseline parameters without issue. A controller cell low alarm had activated approximately 2 hours prior to the pump stoppage and resolved approximately 4 minutes after power was restored. Based on the log file data, it could not be determined how long the pump was stopped; however, an interruption in pump support would have affected the patient¿s hemodynamics. The information received indicated that the patient regained consciousness after power to the lvad system was restored. It was also reported that the system controller's battery cell module was replaced and the controller cell low alarms resolved. There was no device returned to the manufacturer for evaluation. The heartmate ii left ventricular assist system's (lvas) patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU explicitly state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing its file on this event.